Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to low blood glucose on (B)(6) 2019. Customer¿s blood glucose was 20 mg/dl and below. Customer was treated with glucose via intravenous. Customer reported of driving and ate candy due to noticing the low and then does not remember anything else. Customer was transported to the hospital via ambulance. Customer received transmitter and was better able to monitor blood glucose. Insulin pump is not expected to return for failure analysis.